Manufacturer narrative:
Detachatip multi-use instruments are provided in a variety of shaft configurations: scissors, graspers, dissectors, and various handle configurations. The suspect device is a multi-use laparoscopic fenestrated duckbill grasper intended to grasp tissue in a variety of endoscopic procedures. Device history record and assembly level lot history record pertaining to cat# 3-1006, lot# 91307241 (component lot number) was found to be complete and in compliance. The review of these manufacturing documents has verified that the devices were produced according to current and approved procedures and material specifications. A tda, temporary deviation authorization, was initiated which identified issues generally unrelated with this specific failure mode. An ncr, non-conforming report, was opened for potential actuation issues and rework had been completed after stock audit per established protocols and procedures. All instruments released (originally and rework) are documented to have passed inspection and testing. The device was examined in the laboratory. The device was returned in poor condition exhibiting a broken, detached jaw. This device does not function as design and intended. The laboratory was able to visually verify the reported failure mode thus, this complaint is confirmed. The probable cause of this complaint could be supplier related. Several conference calls with (B)(4), the component manufacturer verified the issue was most likely done during forming and prior to shipment to conmed. A minute crack and/or increased brittleness was most likely present on the component possibly caused by the two stage straightening technique done after heat treatment. This process has been refined and corrected per their corrective action given to the quality supplier engineer. Prior to this complaint straightening was done on the jaw component after the heat treatment process. This leaves the component in a more brittle state and less malleable. It was believed this component was work hardened and cracked and prone to break in this location due to the order of operations (straightening post heat treatment). Straightening is now completed prior to heat treatment when the component is more malleable. Since the order of operations has been revised in december of 2013, no further defects have been detected. Conmed is considering this complaint closed.

Manufacturer narrative:
The device has been received by conmed corporation; however, the quality engineering evaluation has not yet begun. On completion of the quality engineering evaluation, a supplemental report will be filed. I apologize for the lateness of the filing of this medwatch report. The event was originally evaluated as a non-reportable event; however, review of the event showed we have a sentinel event caused by a broken jaw of a detachatip instrument. This is being reported due to a sentinel event reported on medwatch 1320894-2013-00015.

Event description:
It was reported, "dr (B)(6) was doing an laparoscopic inguinal hernia. According to the staff, he was not doing anything out of the ordinary. He was working with soft tissue. The grasper broke inside of the patient. He retrieved all of the parts and removed them from the patient." It was also reported that there was no patient injury.